Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to fractured solder on a transformer on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault (B)(4)" and "defib fault (B)(4)" messages. Complainant indicated that there was no patient involvement in the reported malfunction.